Event description:
On (B) (6) 2010 a company rep stated that today, the pt reported he had elevated blood glucose readings of 550 mg/dl. He said, he did not receive an occlusion error on his insulin infusion device. She instructed the pt to disconnect the infusion tubing from the headset and prime. He did so and after 25 units were completed, the insulin flowed from the tubing. On follow up with the pt the same day, he said he began having elevated readings on (B) (6) 2010 with his normal range being around 130 mg/dl. He stated his infusion headset and insulin cartridge had been in use for 3-4 days. He was advised to change his headset every 3 days and tubing every 6 days. He stated, he continued to bolus insulin, but his readings did not decrease, so today, he called his trainer for assistance. He stated, he noticed insulin leaking out of the luer lock area during priming. He said, he was unsure how old the adapter was. He stated, his trainer advised him to change his infusion set and insulin cartridge which he did. He delivered a 20 unit bolus of insulin to treat his elevated reading. On follow up with the pt on (B) (6) 2010, he stated, no insulin is leaking at the luer lock area and his blood glucose is returning to his normal range. The infusion set tubing and adapter were requested to be returned for evaluation.